Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage does not appear to be related to the reported event and may have occurred during port removal and replacement or may have occurred during its return to inamed corporation. Performance tests indicate no leakage at the access port or access port tubing.

Event description:
"Leaking or unable to withdraw saline".